Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient mentioned that the interstim therapy was "just not working" to control their target symptoms. Patient could feel the stimulation, but it was not helping their symptoms at all. Patient had tried their different programs, but they were not helping. The doctor had given the patient medicine, but their symptoms seemed to get worse. Patient had not had falls/trauma, and they had not been reprogrammed. The patient tried their different programs, and they felt the stimulation but it was not helping his symptoms. Patient was advised to consult with doctor for more information. On (B)(6) 2018, additional information was received from the patient indicating that they had tried every program and every setting, but since implant their symptoms of getting up every 1.5 to 2 hours during the night had not improved. The patient reported they were on program 4, and they did what ¿they¿ told them, and turned it up until they felt the vibration. The patient stated that they knew stimulation was on because they can feel vibration in their right leg. The patient stated they had gone to their healthcare provider who told them that a representative would call them. The patient wanted someone to come to them instead of going to a healthcare provider. The patient was redirected to their healthcare provider to resolve their symptoms. It was noted that the patient took 4 medications before getting the device and had tried several again after getting the device. On (B)(6) 2018 (B)(4), additional information was received. It was reported that the patient was frustrated, angry and in pain. They stated the thing had never worked for them since they got it. Caller reported that the patient had spoken with the manufacturer representatives over the phone to get the therapy to work for the patient. The caller was requesting to arrange an appointment with the manufacturer representative to reprogram the device. The manufacturer representative reported they had spoken with the patient many times and the patient should have been working through the programs per their conversation. It had been reviewed with the patient what program they should be on and what they should be feeling. On (B)(6) 2018, additional information received as they called back regarding previously reported issues. Patient stated the trial period worked for him so patient had the permanent ins implanted. They stated since ins was implanted, patient had not had "one bit of relief". Patient had tried every program possible and patient was still not getting relief. Patient had an appointment with doctor but the representative was not there. Patient stated at a later date, they reached and they told patient to go to program 4 and patient felt stimulation. Patient had been keeping track and patient was getting up every hour and 20 minutes. Patient was not getting any rest at all and patient's blood pressure was up because of patient not getting any sleep. Patient took bp medication and a patch. Patient took medication where they stuck a needle above patient's ankle and did 13 treatments but that "didn't do any good." Patient confirmed the procedure that they had with the needle was not medtronic and was done prior to the device being implanted. Patient had spent too much time and money to not get relief. Patient did not know what to do and was frustrated. Patient was advised to consult with doctor for more information. On (B)(6) 2018, additional information received from a manufacturer representative (rep). It was reported that the patient has lack of symptoms control since implant. In addition, it was reported that they found out the device was implanted for the wrong reason, which was why the therapy never worked for the symptoms. The patient confirmed the device was removed about four weeks before the report without specifying if the implantable neurostimulator (ins) and the lead were removed or just the ins. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.